Event description:
Reporter alleged the customer received a result of 129 mg/dl on the aviva system compared back to back with a result of 40 mg/dl on the hospital system when testing was performed within 10 minutes. Reporter tested the customer with he was incoherent and shaky. Reporter stated the customer was given glucose intravenously. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.